Event description:
It was reported that 36 minutes into a bypass procedure, the polystan p02 monitor was displaying 58 and the blood appeared dark red. The patient was cooled and the monolyth oxygenator was changed out with another monolyth. They continued the procedure without further incident. No patient injury.